Event description:
On january 6, 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies in their bg and sg values. The following examples were provided: a. On (B)(6) 2024 at 8:02 am: bg = 121 vs cgm = 77. B. On (B)(6) 2025 at 8:02 am: bg =185 vs cgm = 103. The case was escalated to the next level of support for further review. Upon review of the user's data, it was determined that the system was performing within expectations, with occasional differences due to lag and calibrations entered during periods of rapid change. This information was communicated to the user and no further assistance was required. B4. Date of this report: 21 may 2025. G3. Date received by the manufacturer? 20 may 2025. H6. Health effect - clinical code updated to 4582. H6. Health effect - impact code updated to 2199. H6. Medical device problem code updated to 1307. H6. Component code updated to 510. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 6, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.